Event description:
In this case, it was reported that the valve was implanted then explanted during the same procedure. The reason for explant is unknown. Another edwards valve was implanted, one size smaller. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve.

Manufacturer narrative:
Device not returned. Explants at implant are typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. It was reported that this device was replaced with another prosthesis, one size smaller, suggesting that this event may have been related to a sizing issue. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Due to patient privacy regulations, the healthcare provider was not able to release any additional information (e.g. Operative report). Therefore, the root cause of this event cannot be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. No further actions are possible with the available information.